Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an interventional radiology procedure which was completed as planned using fluoroscopy for imaging. The customer was unable to acquire images for digital subtraction angiography (dsa) and as a workaround, the customer used the hand switch to continue the procedure. The philips field service engineer (fse) inspected the system on-site and confirmed that the wired footswitch was unable to trigger x-ray exposure. Upon troubleshooting, fse identified that the left foot switch pedal was unresponsive, while the center and right pedals were functioning correctly. After reseating the internal cable where the wired footswitch connects to the table the issue resolved temporarily. The same issue reoccurred after a few days, and the issue was resolved by replacing the wired foot pedal. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.